Event description:
It was reported that the arrow does not work on the monitor keyboard. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the display. Upon conclusion of the evaluation, it was determined that this was a malfunction of the display for which a part was ordered. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Correct reporting institution phone #: (B)(6). Correct reporter phone #: (B)(6).